Manufacturer narrative:
It was reported that the ventilator had an internal leakage due to the safety valve was not closing. After replacing both the safety valve and the expiratory channel printed circuit (pc) board, the device successfully passed functional tests to factory specifications. Our field service engineer found that the expiratory channel pc board was defective but that the safety valve was faultless. The replaced expiratory channel pc board was discarded and not returned. Failed pre-use checks can be confirmed from the received device logs where among others the internal leakage and safety valve tests failed. Leakage during ventilation caused by a technical failure may lead to insufficient ventilation or stop of ventilation. Alarms will then be generated. The conclusion in this matter is that the reported leaking issue was caused by a malfunctioning expiratory channel pc board. The root cause of why the safety valve was not closing cannot be determined due to the lack of returned parts.

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator failed safety valve test during pre-use check. There was no patient involvement. (B)(4).